Manufacturer narrative:
Alleged failure: "eib matt, rep, please eval, po# n/c per yvonia. *update: flickering on both the cart monitor and secondary monitor throughout case". Conclusion: reported failure mode was not reproduced during investigation. Both transmitter s/n (B)(6) and receiver s/n (B)(6) were returned from the same site and while feedback indicated that flickering was observed on video outputs from both devices, all flicker-related events were only found in st logs downloaded from receiver s/n (B)(6). Probable root cause of video flickering is likely due to a combination of wireless interference and placement distance between receiver and transmitter. Wireless interference was present in most usage sessions but was primarily localized between 5660mhz and 5790mhz channels. However, pinsnr values logged by receiver s/n (B)(6) indicating that placement distance from the corresponding transmitter might be approaching or exceeding the recommended 10m maximum placement distance or some type of em-absorbing blocking object or material is in between the two devices. Potential sources of wireless interference can include nearby radar, weather stations, and low-power wifi access points. If using a connected or hub, having wifi enabled may also interfere with video transmission. Use of 20mhz transmission mode can potentially improve wireless connectivity by increasing the number of 5ghz wireless channels accessible by synk 4k and helps avoid channels that are periodically occupied by other wireless devices. However, this mode is only compatible with non-4k video resolutions, specifically 1080p and 720p. Switching between 40mhz and 20mhz modes is done using a (grey color) bandwidth configuration token. A brief pulsing blue led light during power on denotes that the unit is configured for 20mhz mode. Unit can be switched back to 40mhz mode by reinserting the same configuration token and waiting until led slowly pulses white before power cycling. Led light should begin pulsing white if configured back to 40mhz successfully. Please see pg. En-19 of synk 4k user guide for more information. As mentioned earlier, no indication of video flickering was found in logs from transmitter s/n (B)(6) or observed during testing. However, pairing data in the most recent usage sessions from receiver s/n (B)(6) indicate that another transmitter was in use at the time. It's possible that the incorrect transmitter was attributed to the reported flickering observed on the cart. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.